Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle. The lead was repositioned the next day and remains in use. No patient complications have been reported as a result of this event.